Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter unknown when plate broke or when pain started. This report is for unknown nail (rafn) unknown lot number. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went in for revision surgery on (B)(6) 2015 due to original fracture did not fully heal. The original implant date was (B)(6) 2015 of a synthes 4.5mm variable angle locking compression plate (va-lcp) curved condylar plate/12 hole/266mm/right for a right femur distal fracture. The patient reported pain to the physician and the broken plate was discovered on a x-ray week of (B)(6) 2015. There was explant surgery scheduled for (B)(6) 2015 for hardware removal of the synthes' 4.5mm (va-lcp) curved condylar plate/12 hole/266mm/right. The patient was revised with a new synthes 4.5mm (va-lcp) curved condylar plate/12 hole/266mm/right. There was a surgical time delay of ninety-minutes reported for rafn and the 90 minute surgical delay (not further specified). The patient status outcome is good. The surgery was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product code hwc remove from original mw. Part & lot are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.